Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had crack on the screen and was cloudy or faded which makes them harder to see. Customer also stated that the motor had got louder over time. The insulin pump will not be returned for analysis.